Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq2003v and the lens tore. The doctor removed the lens without enlarging the incision. No pt injury.

Manufacturer narrative:
(B)(4). No lens in the unit carton. Claim: (B)(4).